Event description:
It was reported that customer was hospitalized due to high blood glucose. Prior to hospitalization, it was stated that the customer could not read the insulin pump screen and started to pass out. No troubleshooting was performed.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.